Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. No info was provided regarding this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter in question will be returned for eval because this is a medwatch report. The test strips will not be returned as the consumer used them up.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.